Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after being applied to the right ventricle, the attempted epicardial right ventricular (rv) lead could not be released from the implanting tool. The physician unscrewed the lead with the implanting tool still attached, resulting in a perforation. The perforation was repaired and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.